Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient's parent reported patient has been on pump therapy since (B)(6) 2012. Parents stated in (B)(6) 2012 patient had ketones in his urine and was taken to his diabetes specialist and received an infusion with insulin; blood glucose value was unknown. Parents reported a second incident occurred, time and date is unknown, and the patient also received an infusion with insulin by his diet specialist. Parents stated on (B)(6) 2013 around 1 am patient's blood glucose level was 150 mg/dl, patient ate and administered insulin via the infusion device. Parents reported at the evening, patient's blood glucose value was 200 mg/dl and at 11 pm his blood glucose level was 400 mg/dl and he felt sick. Parents stated, the patient had ketones ++, he changed the infusion set and then administered insulin via the infusion device. Parents reported they took him to the ER where he received an infusion with insulin; his blood glucose level was 300 mg/dl. Patient's normal blood glucose range was not provided. On (B)(6) 2013, mother reported she took the patient to the hospital at 2 am where his blood glucose level was 170 mg/dl and was released from the hospital at 1:30 pm. Parents stated 2 weeks ago they noticed during priming that the insulin came out intermittently and not evenly; this occurred several times. Parents reported there was no error e4 (occlusion). Patient stated the patient disposed of the accessories and the lot number is unknown. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications. The occlusion limits were tested successfully. A priming has been performed manually and no malfunction could be observed consumables: n/a the problem mentioned by the customer could not be reproduced.